Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, after the 29mm s3 valve was deployed, there was difficulty withdrawing the 29mm commander into the 16fr esheath and the balloon was torn. As reported, when the commander delivery catheter was re-entering the sheath, it was very tight. The issue was resolved when the operator forcibly pulled into sheath. There was likely coaxial alignment of the delivery system upon re-entry into the distal end of the sheath. There was no retained volume in the balloon. There was several minutes between deflation and withdrawal. A tte exam and aortogram were performed before removing delivery system. When commander and esheath was removed as one unit, it was discovered that the balloon had separated from the bond near the triple markers and the plastic finger-like projections went through the seam in the esheath. Iliofemoral angiogram, post sheath removal, did not show any evidence of arterial dissection or perforation. The patient was noted to be stable. The patient had no complicated tortuosity and minimal calcification was present.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually inspected, and the following was observed: the balloon was returned unpleated with inflation balloon material pulled distally over nose cone. The I/c bond torn with proximal wings flared outward. Liner torn from distal tip to approximately 8.5 inches from distal tip. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of withdrawal difficulty through sheath and balloon torn were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, 'after the 29mm s3 valve was deployed, there was difficulty withdrawing the 29mm commander into the 16fr esheath and the balloon was torn' and 'when the commander delivery catheter was reentering the sheath, it was very tight. The issue was resolved when the physician forcibly pulled into sheath. There was likely coaxial alignment of the delivery system upon reentry into the distal end of the sheath'. Per 3mensio review, the patient had tortuosity present in the access vessels. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery to catching onto the sheath tip. This can be evidenced by the balloon material pulled distally. As a result, it is possible that excessive manipulation was used to overcome the felt resistance, as suggested by the reported 'physician forcibly pulled into sheath' and led to the subsequent tearing of the inflation balloon to crimp balloon bond. Additionally, 'when commander and esheath was removed as one unit, it was discovered that the balloon had separated from the bond near the triple markers and the plastic finger-like projections tore through the seam in the esheath'. Product evaluation revealed an I/c bond tore with proximal wings flared out and esheath liner tore from distal tip. As such, it is possible that the removal of the torn balloon causing the proximal wings to catch onto the sheath liner and resulted in further withdrawal difficulties. A definitive root cause was unable to be determined. Available information suggests that patient factors (tortuosity) and procedural factors (non-coaxial withdrawal, excessive manipulation, withdrawal of torn balloon) may have contributed to the complaint events. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor pra are required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in pra. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.